Event description:
On (B)(6) 2013, the reporter contacted lifescan (B)(4), alleging a test strip port issue, strip could not be put in into the onetouch verio. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.